Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. A review of the lot history record and a similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the device was not fully connected resulting in the reported loose connection and the reported leak; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the indeflator has a loose connection with other devices and leakage from the indeflator was noted (pulls back air into the indeflator prior to deploying a stent). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.